Event description:
It was reported that the damaged x8-2t probe had failed the electrical leakage test. This transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The x8-2t transducer was replaced to address the customer¿s immediate concerns. A thorough investigation was performed on the returned transducer to determine the cause of the reported problem. The analysis could not confirm the reported problem as it passed both high potential and leakage tests. However, a teardown of the transducer did identify cosmetic damage. There is no design defect, and the system has returned to service with no similar issues reported post repair.